Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the insulin pump had an unexpected restart alarm and no delivery alarm. The customer's blood glucose value was unknown. It was reported that the no delivery alarm was occurring due to her reservoir being empty. Troubleshoot was performed and the customer received unexpected restart alarm after changing the battery. The customer was advised to have the next battery readily available upon the next occurrence of her battery change. The insulin pump will be returned for analysis.